Event description:
It was reported the catheter was explanted because the patient did not respond to drug infusion. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis of the catheter found only the catheter was returned in segments and only the distal portion was returned. No anomalies were noted with the segment.